Manufacturer narrative:
The customer reported the bipap was on between 60 -120 seconds only, then the patient was ventilated with ambu bag to mask and 100% oxygen. Additional clinical details regarding patient condition and device settings at the time of the event were requested from the customer but not provided. A clinical harm review was performed and determined this event was not related to the v60 ventilator. There was no evidence the philips device caused or contributed to the reported issue with 'no o2' and the subsequent patient death. A philips authorized service provider (asp) evaluated the device and confirmed the device was operating per specifications. No failure was identified. The device was cleared to return to service. The customer provided a cause analysis of the grab ¿n go digital equipped oxygen cylinder performed by a non-philips manufacturer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer biomedical engineer (bme) reporting that the v60 ventilator alarmed during patient transport within the emergency department, alerting of a no oxygen (o2) condition. The device was in clinical use. There was harm; a patient death occurred as a result of the event. Clinical details regarding patient condition, intervention actions, and device settings at the time of the event were requested from the customer but not provided. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed an o2 test was performed, and no malfunction was identified. The bme determined the o2 tank mounted on the cart was not providing o2 to the vent. The bme reported the o2 tank was full, and the tank valve was at fault. Philips does not manufacture, nor distribute o2 tanks or tank valves. The v60 ventilator alarmed and operated as expected. The device diagnostic report was not provided by the customer. The customer requested the completion of a full performance verification testing prior to returning the device to service. The investigation is ongoing.